Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a negative axsym troponin-I adv result of <0.4 ng/ml was generated on a human serum sample. The same sample tested positive at 0.900 ng/ml using dpc immulite method. The sample was sent to another facility for testing on axsym which generated a negative result of <0.4 ng/ml. The customer is performing phase 1 testing on humans. No impact to patient management was reported.